Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have leaked fluid on (B)(6) 2012. Replacement equipment was sent, and no reports of patient injury are associated with this event.